Event description:
It was reported that the pump touch screen was shattered. Reportedly, the reason for the shattered screen was unknown. Customer¿s blood glucose was 142 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.